Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
User facility medwatch report received that states: "event description: two proglide perclose devices utilized during a transcatheter aortic valve implantation surgery. One device did not work with no immediate consequence noted. What was the original intended procedure?: tavr. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the user facility medwatch report, the following additional information was received. It was reported that suture placement with a proglide device was attempted in the left common femoral artery (lcfa) using the preclose technique. The arteriotomy was 14fr. Stent placement was used to achieve hemostasis. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.